Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report excessive noise on their device. Upon initial evaluation, it was observed that paddles lead ECG waveform is incorrect. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and verified the reported issue. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted stryker to report excessive noise on their device. Upon initial evaluation, it was observed that paddles lead ECG waveform is incorrect. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.